Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported that they had pump error alarms on insulin pump. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshoot was performed and customer was able to rewind the insulin pump. Customer declined troubleshooting for pump errors. Explained pump will need to be replaced and advised to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected pump error alarms noted during testing however, pump error variable 9 is located in the formatted history and long trace files due to a software error. Insulin pump was programmed with test guardian 3 link and a test transmitter. The insulin pump communicated properly with the sensor and test transmitter. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.